Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast pain ("sharp pain in breast") and alopecia ("hair is growing back"). The patient was treated with surgery (removal of tubes and essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and breast pain outcome was unknown and the alopecia had resolved. The reporter considered alopecia, breast pain and medical device removal to be related to essure. The following information was received from social media. Breast pain, alopecia and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report: reporter information, essure removal date and new events alopecia and medical device removal added. Outcome for the event alopecia added as recovered / resolved. Incident category updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast pain ("sharp pain in breast") and alopecia ("hair is growing back"). The patient was treated with surgery (removal of tubes and essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and breast pain outcome was unknown and the alopecia had resolved. The reporter considered alopecia, breast pain and medical device removal to be related to essure. The following information was received from social media. Breast pain, alopecia and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.